Event description:
Pt experienced slippage of the band, which led to gastric outlet obstruction. The pt had symptoms of abdominal pain, vomiting, and gastric adhesions. The pt had the device explanted. Procedure: "exploratory laparoscopy removal of adjustable gastric band causing gastric outlet obstruction requiring partial gastrectomy and roux-n-y jejunostomy that reacquired emergent open laparotomy with lysis of adhesions, gastrostomy tube placement buckle and non-penetrating nicks to band tubing and shell."